Event description:
Baxter received medwatch in 2004 #1030555. Date of medwatch report is three months earlier. Customer reported pump was alarming after being turned off and back on. Pump did not infuse medication to customer. A new pump has been sent to pt. No pt injury has been reported at this time. No additional pt or pump information is available at this time.